Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after inserting the catheter, the stylet was removed and the catheter was cut to adjust its length, after which an attempt was made to pass the locking sleeve through, but this was not possible. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to insert the catheter through the connector was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr single lumen groshong connector distal segment. The proximal segment and catheter were not returned for evaluation. An attempt to insert a non-complainant catheter through the connector segment was unsuccessful. Following longitudinal bisection of the catheter segment, inspection revealed two compression sleeves within the connector bore. One of the sleeves was advanced into the narrow region of the bore. This prevented passage of the catheter during attempted assembly. The additional sleeve was introduced during the manufacturing process. This complaint type will be monitored within future complaint trending.